Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of headache. There was no report of permanent or serious patient harm or injury. The device was returned and manufacturer could not confirm headache during device evaluation.